Event description:
Patient is in the operating room for a laparoscopic appendectomy. The patient was positioned on the bed with left arm tucked at side, right arm on a padded armboard, safety belt across thighs above knees to the operating room table, pillow under knees, foam pad under bilateral heels with scds. During the procedure, the operating room table was positioned in trendelenburg (head down, feet up) with right side up. The anesthesia resident told dr. The patient is extubated. The anesthesia resident went to level the operating room bed and the patient slid off the operating room table. The patient did not hit his head on the ground, the surgical resident and dr. Caught the patient prior to getting close to the ground. Surgery equipment was removed from the patient and drapes taken down (trocars and laparoscopic instruments). Dr. And other anesthesia staff came to the room and attended to the patient. The patient was transferred to the stretcher and the operating room table was removed from the operating room and replaced with a different operating room table. Management and anesthesia was notified of the operating room bed malfunction and pictures were taken. Patient was repositioned on the new operating room table, new equipment was opened, patient was re-prepped, draped, and surgery continued. FDA safety report ID # (B)(4).